Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked and is delayed in responding to presses when attempting to unlock the pump. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump and has back up insulin pens if needed for continued insulin therapy.